Event description:
It was reported that (1) atb35 was used during a laparoscopic appendectomy procedure. It was reported by the representative that the instrument failed to fire on first try, as the handle would not advance. Opened second instrument and it fired fine. The case was completed without incident. There was no consequence to pt.